Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was a blocked or clogged cannula. The following information was provided by the initial reporter: after the puncture, the needle plug was pulled, and the needle was found to be blocked, and the blood collection device was replaced immediately, causing secondary injury to the patient.

Manufacturer narrative:
H.6 investigation summary: material #: 364314. Lot/batch #: 2235531. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to clogged needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged needle. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.